Event description:
The customer's mother reported that the insulin pump had a button error alarm. The blood glucose reading was 475 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Insulin pump was monitored. All operating currents tested within specification range. No unexpected battery out limit alarms noted. All buttons function properly. No button error alarms noted. Insulin pump had moisture damage on keypad traces. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.